Manufacturer narrative:
The customer returned the tb-0535pc lot# 9k 11 for evaluation due to ¿sparking while in the working mode¿. The user¿s complaint was not confirmed. A visual inspection of the device was performed. There was ome tissue build up indicative of use. The ptfe pad (teflon pad) was found to be partially split in the cross direction with wear; however, no metal was exposed. The distal end of the device was inspected under a microscope and found evidence of charred marks on the probe unit. The wiper movement was normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the test generator usg-400/esg-400 and passed the probe check. Both switches were checked and to be functional with no signs of sparking on the device. The device was also tested with a piece of meat and noted energy at the tip with no sparking. Based on the evaluation, the reported event was not confirmed as there was no signs of sparking noted with the device. Based on the similar reported events, the manufacturer determined the most probable cause of the damage of the teflon pad was attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual warns not bundle the transducer cords and the cords of another medical device (electrocardiograph, endoscopic video camera, etc.) During use. Otherwise, high-frequency signals and the spark discharge noise during coagulation may cause malfunction of the medical device and may harm the patient. It further warns not use a high-frequency therapeutic device or laser in the proximity of the area being treated with thunderbeat at the same time. Otherwise, sparks transferred to the mist produced by ultrasonic vibrations may cause burns.

Event description:
The company representative reported that the tb-0535pc thunder beat 35cm pistol grip was sparking while in the working mode. The procedure was completed and there was no harm to the patient.